Manufacturer narrative:
Concomitant products: product ID: 3389-28, lot# 0210473357, implanted: (B)(6) 2016, product type: lead. Product ID: 3389-28, lot# 0210473356, implanted: (B)(6) 2016, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimulator for obsessive-compulsive disorder. It was reported the patient was hospitalized on (B)(6) 2016. The patient had musculoskeletal and connective tissue disorders. Specifically, there was an inflammatory scar under the clavicular and abdominal. There was no infection but antibiotic treatment was given in prevention. Based on available information, the sponsor assessed the event as related to the procedure. It was reported the patient's medical history includes hypertension, lung disease, depression and suicidal thoughts and attempted suicide. No further complications were reported/anticipated.

Event description:
Additional information received reported the event was not related to the implant procedure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. It was stated that the issues were not related to the system or procedure. No further complications were reported or are anticipated.